Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. They were unable to verify the no delivery alarm due to the motor error alarm. The pump had a minor scratched display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose was 203 mg/dl at the time of incident. The customer's mother stated that they were unable to rewind the pump. They were advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.